Event description:
Call team was called in for st evaluation mi. The mckesson horizon cardiology hemodynamic monitor system was totally non functional. Fortunately, the pt didn't need to have a procedure. It took 1 1/2 hrs with mckesson tech support to bring the system back online. This delay could have been life threatening. The database server had no space on the local disk, and would not allow a new pt encounter. The "fail-safe" mode for mckesson did not function, because it only works if there is no communication with the server. Had there been no communication the work station would have switched automatically to local mode. There was communication with the server, but it was full not permitting a new pt record to open. Date of use: (B) (6) 2010. Reporter: (B) (6).